Event description:
Customer reported when the hold button is in use there is a long delay before the alarm returned to the monitoring mode. Customer could not provide the date when this was found. Pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the alarm unit goes into hold and comes out of hold as expected and the unit passes all functional tests. However, the battery springs inside the battery compartment are bent. The warning label is to torn across the middle. (B)(4).